Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore through the ide study for the iliac branch endoprosthesis (ibe): on (B)(6) 2014, the patient underwent treatment of a 59.2 mm abdominal aortic aneurysm and 37.9 mm left common iliac artery (lcia) aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The right common iliac artery (rcia) reportedly measured 28.9 mm at implant. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure. On (B)(6) 2017, follow up imaging showed the right common iliac artery (rcia) reportedly measured 63.6 mm. Also noted on imaging was rapid aortic growth at the right internal/external iliac artery bifurcation distal to the previously implanted contralateral leg component.

Manufacturer narrative:
Information added. The patient¿s medications include;(B)(6). (B)(4).

Event description:
The reported cause of the rapid growth at the right internal/external bifurcation, is due to the enlarging right internal iliac artery aneurysm resulting from the type ii endoleak originating from the right internal iliac artery. According to the report, an intervention has not been performed to treat the endoleak. The physician will continue to monitor the patient.